Event description:
It was reported that all components were explanted during a ams700 inflatable penile prosthesis procedure due to patient infection. The procedure was completed. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the infection was observed after the original implant of the device. No new components were implanted to replace the older devices, no surgery is yet scheduled. The surgery was completed by removing the previously implanted device. The patient outcome was reported to be well.

Manufacturer narrative:
Reservoir: model- 72404161. Lot/sn- (B)(4). Mfg date- 08/11/2017. Exp date- 08/11/2022. Cylinders: model- 72404272. Lot/sn- (B)(4). Mfg date- 06/26/2017. Exp date- 06/26/2022.

Event description:
It was reported that all components were explanted during a ams700 inflatable penile prosthesis procedure due to patient infection. The procedure was completed. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the infection was observed after the original implant of the device. No new components were implanted to replace the older devices. The surgery was completed by removing the previously implanted device. The patient outcome was reported to be well.

Manufacturer narrative:
Reservoir: model: 72404161, lot/sn: (B)(4), mfg date: 08/11/2017, exp date: 08/11/2022. Cylinders: model: 72404272, lot/sn: (B)(4), mfg date: 06/26/2017, exp date: 06/26/2022. Investigation results: pump: the complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. The device was visually inspected and functionally tested. The cylinders performed within specification. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Reservoir: the complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. The device was visually inspected and functionally tested. The cylinders performed within specification. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Cylinders: the complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. The device was visually inspected and functionally tested. The cylinders performed within specification. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Manufacturer narrative:
Model-72404161; lot/sn-(B)(4); mfg date-08/11/2017; exp date-08/11/2022.

Event description:
It was reported that all components were explanted during a ams700 inflatable penile prosthesis procedure due to patient infection. The procedure was completed. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the infection was observed after the original implant of the device. No new components were implanted to replace the older devices, no surgery is yet scheduled. The surgery was completed by removing the previously implanted device. The patient outcome was reported to be well.